Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of cladribine was noted to be leaking at the connection of the texium connector and the secondary tubing. There was no patient harm.